Event description:
It was reported that undersensing was observed on the device. No intervention was performed. Related manufacturer reference number: 2938836-2019-00738.

Manufacturer narrative:
The reported event of undersensing was confirmed from the egm review; the device was found to be normal. The reason for undersensing was due to the patient¿s heart signal intermittently falling below the programmed sensing threshold. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.